Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation and when he scratches, he is probe to bleed which caused him to develop tiny little scabs the size of a pin head on his back. The patient was given a prescription of triamcinolone acetonide ointment usp 0.1 % from his dermatologist. During a follow-up, it was reported that the patient's irritation improved after using the prescribed medication.